Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor producing an atypical noise was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot for an extended period and functioned as intended. Atypical noises were unable to be reproduced throughout all testing, and the serviced and tested motor was returned to the customer after passing all tests per procedure. Provided information indicated that another motor was used for the setup to resolve the issue. The pump also appeared to be seated well in the motor's housing at the time of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while preparing to use the motor to set up for priming, it was making unusual noise. Another motor was used for the set up. It was unknown if any alarms sounded. The pump appeared to be seated well in the motor housing.